Event description:
This report addresses product quantity 5 of 7. A patient reported to baxter customer service team that she identified a minicap which had a red line in the package and looked dry. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Samples were received by baxter; the reported issue was confirmed. Based on the information obtained from baxter's investigation, the root cause of this issue was related to (B)(4). A batch review was performed and no defects for the product were reported during the manufacturing process. The incoming inspection results for the components used during production of this lot were within the established requirements. The lot was confirmed to have been manufactured and released complying all quality specifications.